Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the water leakage led to the malfunction of dirty outside shield, cause not established. Based on the results of the investigation, it is likely the following led to the malfunction of presence of the foreign objects, cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope presented dirty outside shield unit, foreign objects in the air water cylinder and the air water tube. There was no patient involvement.